Event description:
The patient reported that the pump emitted a replace battery alarm and they tried six different batteries but the pump will not do anything but beep. The patient confirmed that the battery cap was tight, yellow o-ring was not visible, and there were no cracks or dents in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.